Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the colonovideoscope had foreign material in the jet channel. There were no reports of patient harm.

Manufacturer narrative:
Additional information: h3, h4, h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, customer reported leakage occurred from the device, reprocessing was not completed. Accordingly, foreign material remained in auxiliary water channel. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use: detection methods are written in IFU: cf-h185l/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-h185l/I reprocess manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.